Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 25913. The fa team was unable to confirm and replicate any issues with returned instrument, however the probable root cause may be attributed to an issue with the e-100 generator. An instance of error 25913 - "e-100 recoverable error: sys estop transect" occurred during the procedure. This error will stop the following mode of the instrument to avoid any potential energy issues. In this state control of the instrument by the surgeon console will be lost and the console user will need to rematch grips to take control of the instrument again.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the synchroseal instrument would no longer open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred immediately after cutting. The jaws of instrument were clamped closed after they had been working and could not be opened when commanded by the user. The surgeon could not open the jaws and had to remove the instrument while they were closed. Since the issue occurred after cutting, there was no adverse effect on the tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.